Event description:
It was reported that a patient had their osm ipg explanted and replaced on (B)(6) 2026. Several months prior, the patient had reported an a09 error code appeared on their charger when they had attempted to charge their device. Efforts to see the patient were hindered by their subsequent hospitalization for an appendectomy. Once the patient had recovered, they were seen by an impulse dynamics field representative. The rep was unable to charge or interrogate the implanted ipg despite all efforts; thus, the source and type of the previously reported error code are unknown. The patient's physician elected to have the osm ipg replaced, especially as there was evidence the patient was beginning to "decompensate" from lack of ccm therapy. The replacement procedure occurred without incident or complications. The explanted ipg was sent out for decontamination at an approved decontamination facility and returned to ID USA in marlton, nj on march 10, 2026. The investigator was able to blind-charge the ipg and have it appear in a search loop among "detected" devices, but as soon as the ipg was removed from the top of the charging wand, it disappeared from the search loop. Even after the ipg was left on the charging wand for a couple minutes to see if it would charge up the ipg battery enough to revive the device, the ipg exhibited the same behavior during the search loop test. The ipg similarly could not be interrogated using any programmer. The ipg has been sent to our contract manufacturer for further investigation.